Event description:
The customer reported a vent inop due to air valve liftoff failure; air delivery test failed due to air flow out of range and block patient wye test failed due to patient wye not blocked when the respiratory therapist was performing est. The customer reported there was no patient involvement.